Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent plastic surgery on (B)(6) 2013 and suture was used. When the package was opened, it was noted that the suture was fragmented and broken inside. A new like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. It was visually evaluated and no attachment defects were found. The hole of the needle was examined for suture remnant and was noted in the barrel. The needle had a normal swage. Additionally, there are no marks on the needle by use of the needle holder. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information - in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.